Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4). The customer said a visiting nurse had come to do a laboratory draw since his inr had not been steady. He could not provide any specific results demonstrating the unsteadiness. The result from the meter was 2.3 inr. A sample for a laboratory test was drawn at the same time as the meter testing. The result using dade innovin reagent was "4 point something" inr. The coumadin dose was not adjusted and no treatment was necessary. The customer was feeling fine and had no bleeding or bruising. There was no adverse event. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The therapeutic range was 2.2 - 2.3 inr. The customer was not anemic, was not on heparin or direct thrombin inhibitors, had no antiphospholipid antibodies, and had no change in diet. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The suspect meter and one test strip were received for investigation. These materials and one master lot strip were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meter were used. Donor inr: 2.3 inr and 3.1 inr; donor hct: 47% and 46%; testing results: donor 1: master lot / customer strip and meter; 2.3 inr/ 2.3 inr. Donor 2: master lot / customer meter and master lot strip. 3.1 inr/ 3.1 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Review of the meter memory found no result of 2.3 inr on (B)(6) 2017 as reported by the customer.